Event description:
A 3.5mm diameter x 24mm length endeavor sprint rx drug-eluting coronary stent was implanted in the proximal lad of a patient with stable angina. During the same procedure, one other endeavor sprint rx drug eluting coronary stent was implanted in the mid lad (MFR report # 2953200-2009-01417). The patient was asymptomatic at 30 days and 6 months follow up. A spontaneous gi bleed is reported to have occurred approximately 7 months following index procedure. Investigator indicated the reported event was not related to the study stent. Patient was asymptomatic/ free of symptoms at 1 year follow up.

Manufacturer narrative:
Evaluation: results: (gi bleed).